Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported the same issue previously reported. The caller stated that they've had three bladder surgeries and weren't even sure why that got the implant. The caller stated that they were still peeing all over themselves and everywhere. The caller stated that they still couldn't leave the house without wearing a diaper. The caller stated that they attempted to get an appointment with the manufacturer representative (rep) but were told no appointments were available. The agent offered the caller assistance with making adjustments but the caller stated that they " were 80 years old " and only wanted in person assistance. The caller was upset and stated that they wanted the device taken out due to being frustrated with their symptoms and not knowing how to work devices. The agent sent message to field staff providing transparency on the callers situation and redirected the caller to the hcp. Additional information was received from the patient. The patient repeated information regarding the therapy not working right and how they were ready to have the ins taken out because of the frustration it has caused them. The patient said they would have an appointment with their managing hcp at 1:00 pm today and they wanted confirmation that a manuf acturer representative (rep) would be present. The agent reviewed the role of patient services and redirected the patient to their hcp's office to get that confirmation, at which point the patient became upset and pushed back. The agent re-opened the case and sent an email to the field to notify them of the patient's request. At the end of the call the patient said they would contact their hcp's office. The rep responded "done.".

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about a couple of weeks after received implant, they fell and fractured tailbone and did something to the implant and since then they hadn't had much success and symptoms had returned completely. Patient also mentioned that since received implant, they hadn't experienced any improvement in symptom control and said was back to where was at the beginning of the symptoms, said they were peeing all the time and had to wear a diaper every time they leave the house and when home they have to hold themself so that they don't go to the bathroom on themself. Patient said was very frustrated and wanted to be seen as soon as possible and said they were ready to have implant removed. Patient said they were having issues with both bladder and bowel. Patient said that saw healthcare provider about a week or two ago and the nurse ran a test and said that patient is on program 1 however said that the nurse didn't finish the test of checking electrodes and redirected patient to contact [manufacturer] for assistance in making an adjustment. When asked, patient said their husband makes adjustments and had increased the setting as high that was comfortable and couldn't increase any higher as the patient experienced shocking in the vaginal area. Patient services offered to review how to switch programs and make adjustments however caller declined said that wants to be seen in person for training. An email was sent to field staff who reported that they would check with the provider's office on 2025-sep-02 and see if the patient got scheduled. They would try to meet with the patient on (B)(6) 2025. Patient called back on (B)(6) 2025 and repeated information regarding having fallen and since then ins was not working. Patient stated every time they leave the house they had to wear a diaper. Patient again repeated that they saw the nurse who did something. Patient also stated that their husband increased stimulation yesterday. Agent reviewed therapy general information and offered to walk patient through connecting to ins and reviewing adjustment options. Patient declined and again requested in person appointment. Agent redirected to doctor regarding scheduling in person appointment.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.